Manufacturer narrative:
A device history record (DHR) review was performed and there were no issues found that could related to the reported complaint. The sample was not returned for eval, therefore, the complaint could not be confirmed. MFR will continue to monitor and trend related complaints.

Event description:
Complainant reported that a suction tube could not pass through a 2.5 et tube. The suction tube was getting stuck at the murphy eye. The tube was removed and replaced with a new one. Pt condition is reported as fine.